Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a loose connector is confirmed but the exact cause was unknown. One 4 fr groshong nxt clearvue catheter kit was returned for evaluation. An initial visual observation of the returned catheter kit revealed little use residues throughout the kit. A functional test of attempting to connect the distal connector to the proximal connector revealed the two pieces connected. Some force was used to pull the proximal connector apart from the distal connector. The complainant two-piece connector was observed to come apart easier than a non-complainant two-piece connector; however, some force was still needed to pull the two pieces apart. A microscopic observation revealed some material deformation along the distal connector piece. The proximal connector appeared to have some deformation on one of the wings, suggesting the two-piece connector had been assembled, then subsequently pulled apart. A measurement of the distance between the proximal connector wings measured to have a .133 in. Width exceeding the maximum width stated in document (B)(4), revision 3 with a drawing specification of .125 ± .005. With the evidence that the components had been assembled, and disassembled, it could not be determined if that manipulation could potentially have affected the condition of the proximal connector wings and consequently the exact cause of this condition was unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, after PICC insertion, the connector was not locking in the grooves. On 07/01/2025: the returned device exhibited material deformation along the distal connector piece.